Event description:
Status post exp lap (B)(6) 2007, developed post op wound infection. Re-admitted for extensive wound debridement. Kci wound vac placed on (B)(6) 2007. Multiple subsequent wound vac changes completed. Sponge size and number varies to accommodate wound. Sponges cut as needed. On (B)(6) 2007, vac discontinued. On (B)(6) 2007, wound noted old vac sponge in granulated tissue. To ed for removal under local anesthesia.